Manufacturer narrative:
Hamilton medical ag complaint number:cer (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing

Event description:
Hamilton medical ag received the following event description: during ventilation, the ventilator indicated the following error code: ventilatory unit disconnect. No patient harm was reported.